Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons intermittently responded to user inputs during testing, the bolus button required excessive force to activate during testing, it was observed that bolus button slug was misaligned, the up/down/ok contrast key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The bolus button is intermittently unresponsive when pressed. The pt confirmed the cover is intact over the button. There was no adverse event associated with this complaint.